Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a sporadically unresponsive touchscreen. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device had a sporadically unresponsive touchscreen. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to internal physical damage to the top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).